Event description:
It was reported that the lv and atrial leads were reversed. The pocket was reopened and verified that the leads were switched. The device is performing as expected.

Manufacturer narrative:
Na